Manufacturer narrative:
(B)(4). Product evaluation indicated that there was foreign material in the strip connector. During the evaluation of the meter memory, a result of 25 mg/dl was noted. Based on parkes error grid analysis, the bias between the lowest result in memory (25) and the normal result (120) is located in zone b/d.

Event description:
Consumer complaint of low blood results. Performed a blood test - 79 mg/dl. Customer normal results is 120 mg/dl. Check memory for previous results: 09/29 8;58am - 78, 09/27 8:28am - 122, 09/26 8:33am - 168, 09/25 7:30am - 113, 09/24 7:34am - 109, 09/21 8:38am - 125. No adverse event reported.